Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 228 mg/dl. Tandem technical support performed a system check and determined that air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue.